Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to an episode of meningitis (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.